Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that in the nnicu, there are occlusion alarms with lipid infusions. The lvp is alarming approximately 12 hrs after lipid infusions with small 0.2 micro add on filters. The customer will attempt a smaller 0.2 micro filter or using a larger surface area filter for lipid infusions, administering at faster rates which may resolve the issue. Only lipids are being used with the filtered line and no other additional solutions. All IV lines are changed approximately every 24 hrs. Most optimal solution would avoid opening the line prior to the 24hr line change. Although requested, no further information has been received.